Event description:
Blood glucose measured in the 300s-400s mg/dl for several weeks so called the doctor as well as took 2-4 units of insulin. It was reported the customer's meter read 328 mg/dl while the doctor measured 80 mg/dl within less than 2 minutes. No treatment was reportedly received. A request was made for the return of tthe suspect device and replacement product was sent.